Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: linear st lead kit 50 cm upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 14086906.

Event description:
It was reported that the patient experienced insufficient stimulation coverage due to lead migration that was confirmed via x-ray. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded per hospital policy.